Manufacturer narrative:
Pump received with software error bad pointer, impossible default case, parameter out of range, etc. During rewind, problem isolated to mother board. Unable to perform any tests due to software error bad pointer, impossible default case, parameter out of range, etc. Alarm. Pump received with cracked reservoir tube lip noted.

Event description:
It was reported that there was a crack on the reservoir compartment of the pump. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.